Manufacturer narrative:
(B)(4). Batch # p94f79. Investigation summary: the device received was returned with the tissue pad, with no apparent damage, and properly attached to the clamp arm. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found that was unrelated to the reported event was that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the tissue pad was melted. Patient consequence was not reported.